Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and a shorted transformer was found. Issue was resolved by replacing front panel assembly per production. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s contact that the patient¿s liberty select cycler screen was dim during step 10 treatment complete-power down cycle of pd treatment.the display brightness was set to 10. The cycler was rebooted but the screen remained dim. Technical services replaced the cycler due to persistent dimness and advised patient not to use cycler. The patient contact verified that patient will do manual treatments if required in the absence of the cycler. The patient was advised to inform the pd nurse when the new cycler was received. Additional information was requested but not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s contact that the patient¿s liberty select cycler screen was dim during step 10 treatment complete-power down cycle of pd treatment. The display brightness was set to 10. The cycler was rebooted but the screen remained dim. Technical services replaced the cycler due to persistent dimness and advised patient not to use cycler. The patient contact verified that patient will do manual treatments if required in the absence of the cycler. The patient was advised to inform the pd nurse when the new cycler was received. Additional information was requested but not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.

Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dim. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and a shorted transformer was found. Issue was resolved by replacing front panel assembly per production. (01/15/2022). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.